Manufacturer narrative:
The device was returned to the MFR for investigation. The investigation is ongoing. A f/u report will be filed when the investigation is complete.

Event description:
It was reported that metal shavings came out of the device during a foot procedure. The wound site was irrigated and the case was completed with a back up device. There are no allegations of adverse consequences associated with this event.